Event description:
The port was placed 8/96 for chemotherapy via the subclavian vein. It was reported that on 2/3/97 there was an obstruction found during the end of treatment. The device was removed and a split was found approx three-quarters of the way down the catheter.

Manufacturer narrative:
Returned for evaluation is a port with attachable 8fr polyurethane open-ended catheter. It appears to be a complete assembly. The catheter appears to be properly attached with the lock. The overall length of the assembly is 7.95". The exterior of the assembly is clean. There is dark blood residue visible through the catheter lumen for the first 1" distal to the lock. The catheter tubing is split longitudinally. The center of the split is at a point approximately 2" distal to the lock. The site is stained with a light-yellow colored residue. The catheter has been attached at the 17cm depth mark. The split in the tubing occurs between the 10cm and 15cm depth marks. The printing of the depth dots in this area has been faded or completely removed. The opening of the port orifice appears clear. A lot history review is not possible since the lot number is unk. Notes in the file indicate that the port was in place for 5 weeks when a bubble was found about 3/4 of the way down the catheter, and a subcutaneous split was found after removal. Conflicting information found on the incident questionnaire suggests that the dwell time may actually have been 5 to 6 months (from 8/96 to 2/3/97). Further clarification was received on 2/5/97 indicating that the port was removed due to obstruction, and was not replaced because the patient was at the end of treatment. The 'bubble' was seen in the catheter after it was removed from the patient. The port is accessed with a standard cath from another kit, since the original was not returned with the port. Water is pushed through the port lumen using a 12cc syringe attached to the cath hub. The port orifice is clear and the lumen flushes readily, without restriction. Flow exits from the distal end of the catheter, as well as from the split area. Some blood residue is pushed further distal and expelled from the lumen. The catheter tubing is tactually examined for tensile elongation or deformation. The tubing is weakened significantly in the split area. No other elastic weakness or deformation is noticed. The tubing is limp and thin at the split. There are actually four separate, parallel, longitudinal split lines, 90 degrees apart from each other. They each measure .3" - .4" long. When relaxed, the tubing in this area is deformed. It appears to be flattened on one axis and bulging on the other. The split area is viewed under 20x magnification. Although the split lines are relatively straight, the split surfaces are seen to be coarse and granular. There are signs of wear along the outside edges that appear to be rounded from abrasion. This failure mode could not be reproduced in the lab through bursts, cuts, or tensile breakage. The tubing seems to be crushed. The tubing exterior is worn as evidenced by the faded or missing printing in this area. The description of the placement(subclavian), along with the physical indications suggest damage from clavicle/first rib compression, a complication associated with the medical